Event description:
Stapler handle would not open; surgeon finally opened the stapler and tried to fire the load. The blade in the stapler load fell out. The device was not used on the patient but was found to be defective after being opened to the field.